Manufacturer narrative:
No patient information received as this considered confidential. On 2017-07-20: no product documentation has been received by breas medical (B)(4) from the customer, in spite of repeated attempts by breas. On 2017-08-18: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2017-09-22: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Event description:
It was reported to breas medical (B)(4) that patient died during the treatment.

Manufacturer narrative:
No patient information received as this considered confidential. On 2017-07-20 no product documentation has been received by breas medical (B)(4) from the customer, in spite of repeated attempts by breas. On 2017-08-18 breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Event description:
It was reported to breas medical (B)(4) that patient died during the treatment.

Manufacturer narrative:
No patient information received as this considered confidential. On 2017-07-20, no product documentation has been received by breas medical (B)(4) from the customer, in spite of repeated attempts by breas.

Event description:
It was reported to breas medical (B)(4) that patient died during the treatment.

Manufacturer narrative:
No patient information received as this considered confidential. On (B)(6) 2017: no product documentation has been received by breas medical ab from the customer, in spite of repeated attempts by breas. On (B)(6) 2017: breas medical ab has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On (B)(6) 2017: breas medical ab has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On (B)(6) 2017: breas medical ab has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Event description:
It was reported to breas medical ab that patient died during the treatment.

Manufacturer narrative:
No patient information received as this considered confidential. On 2017-07-20: no product documentation has been received by breas medical (B)(4) from the customer, in spite of repeated attempts by breas. On 2017-08-18: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2017-09-22: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2017-10-20: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2017-11.22: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files, investigation will be performed and the MDR will be updated accordingly.

Event description:
It was reported to breas medical (B)(4) that patient died during the treatment.

Manufacturer narrative:
No patient information received as this considered confidential. On 2017-07-20: no product documentation has been received by breas medical (B)(4) from the customer, in spite of repeated attempts by breas. On 2017-08-18: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2017-09-22: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2017-10-20: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2017-11.22: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. On 2018-01-05: breas medical (B)(4) has still not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Event description:
It was reported to breas medical (B)(4) that patient died during the treatment.